Event description:
It was reported that during the implant procedure leads (B) (4) and (B) (4) were opened but unused due to a "white residue/powder" located near the helix. The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) & (B) (4): devices returned, but no anomalies were found. The white substance is applied to the helix per design specification.